Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. Protector tip damage was also noted. The procedure was completed with another of the same device. Therre were no patient complications, and the patient was in good condition post-procedure.